Event description:
The instrument does not lock into place.

Manufacturer narrative:
Examination of the returned device confirms the reported event. Functional testing with a depuy retained broach found the handle does not hold the broach securely. A complaint database search on the provided product code identified similar reports which were attributed to misuse and or product wear out. Inadvertent user error from improper aligning of the handle and broach prior to locking down the handle is suspected to be the root cause. Wear through normal use and handling over time is also a likely factor. Based on the root cause of product wear out secondary to misuse as the root cause, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.